Manufacturer narrative:
No sample information was provided. Customer noted that qc had been acceptable before the issue. Customer also noted that after the issue was noticed, the tbil was recalibrated and failed. The customer also received "no fluid detected" and "cuvette not dry" errors. A field service engineer (fse) was dispatched and replaced the cuvette wash tower probes and cuvettes, which resolved the issue. The fse stated that issues with cuvette cleanliness, due to insufficient washing, could have been the root cause of the tbil errors.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low total bilirubin (tbil) results for two (2) patients that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, upon repeat testing on an alternate instrument generated higher results. Affect to patient treatment is unknown for this event even though the physician called the laboratory and did not believe the results were correct.